Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was opened but not used during implant surgery. It was noted that after opening the sterility pack, there was a short human hair found inside. The lead was never used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead was received without the package at the time of analysis. Therefore, cannot be performed visual inspection the package to find foreign material as the report stated. Visual inspection was performed for the lead, no anomalies were found. The lead is clean and has not been used. If information is provided in the future, a supplemental report will be issued.